Event description:
Information was received from a consumer regarding a patient who was receiving prialt 25 mcg/ml at 2.597 mcg/day via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient's pump had twisted completely around three times and needed emergent help. The patient was advised to follow-up with her healthcare provider (hcp) if she felt it was necessary. Additional information was received from the hcp that it is painful around the pump. The patient "freaks out" because the pump was moving. The cause for the pump twisting was unknown. The issue was not resolved at the time of this report. The patient followed up with dr. (B)(6) on (B)(6) 2016. It was noted the patient had an appointment with dr. (B)(6) on (B)(6) 2016 to have the pump adjusted for multiple pains. The patient's pain on (B)(6) 2016 was a 9.5 out of 10. The patient reported lumbar spine pain with radiation of bilateral lower extremity, cervical spine pain with radiation of bilateral shoulders and thoracic spinal pain. The patient's pump was recently placed on (B)(6) 2016. The patient was recently started on prialt ((B)(6) 2016), but has not noticed any relief. The patient was not sleeping secondary to pain. Since starting the medication the patient reported being more moody, possibly hearing noises, increased problems with word finding issues, forgetting things and forgetting why she walked into her room. The patient reported uncontrolled twitching at night. The patient was tearful at her visit on (B)(6) 2016 because her pump had been flipping since around the end of (B)(6). It was noted the patient did see dr. (B)(6), but he was not sure why the pump was flipping. The patient did have a cerebrospinal fluid (csf) leak for about one month following the procedure. Dr. (B)(6) recommended the patient wear an abdominal binder to prevent the pump from flipping. The patient, however, could not find a binder that keeps the pump from flipping. The patient stated the pump flipped completely around. It was not recommended to reopen the incision at the time of the report. Dr. (B)(6) provided the patient with an order for a functional capacity evaluation. The patient saw dr. (B)(6) on (B)(6) 2016, and it was noted the drainage from her incision had resolved at that time and he recommended the patient continue the lumbar brace for one month and follow-up in one month. On (B)(6) 2016, prialt was increased. The patient was to be monitored for worsened adverse effects. The patient was to return for further re-evaluation in 2 weeks for further pump adjustment. It was again stated the pump easily flipped completely around. After initial telemetry the bolus dosing was found to be at 0.701 mcg at 6 am and 6pm with a total dose of 2.597 mcg/day. The patient's pump was reprogrammed changing the bolus dosing from 0.771 mcg at 6 am and 6pm with a total daily dose of 2.738 mcg/day continuing the concentration of prialt at 25 mcg/ml. The patient tolerated the procedure well. The patient was to follow-up for their next refill procedure before (B)(6) 2016. The patient's concomitant medications included: buspar 10 mg, adderall 10 mg, etodolac 300 mg, excedrin migraine 250-25-65 mg, flexeril 10 mg, ibuprofen 800 mg, loratadine 10 mg, lorazepam 1 mg, magox 400 mg, neurontin 300 mg and 6600 mg, paxil 40 mg . The patient denied any recent change in neurontin. The patient also had been taking over the counter nsaids and tylenol. The patient was to start etodolac 300 mg. The patient's medical history included: other chronic pain, other intervertebral disc degeneration-lumbar region, cervical disc disorder with radiculopathy-cervicothoracic region, intervertebral disc disorders with radiculopathy - lumbar region and pain in thoracic spine. It was also noted the patient had thoracic spinal pain secondary to discogenic syndrome versus facet anthropathy versus myofascial pain and upper and lower extremity radiculopathy. It was noted the patient had a history of relief with the intrathecal prialt trial. The patient was to continue neurontin. The patient's medication allergies included: bactrim - skin rashes and hives, nsaids - bleeding ulcers and clindaymcin hco -nausea, vomiting and diarrhea. The patient's non-medication allergies included shellfish, which caused the patient's throat to swell and trouble breathing. The patient's past health history included: hbp, chest pain, stomach ulcer, neurologic disorder, arthritis, diabetes, chronic cough, fractures, anemia, osa, depression, stroke, blood disorder and muscle disease. The patient's previous surgeries included: laparoscopy in 2010, gastric bypass in 2010, d<(>&<)>c laparoscopy in 2001, tonsillectomy in 2000, hysterectomy, back surgery discectomy decompression laminectomy gallbladder, and bleeding ulcers, gastric bypass revision april until (B)(6) hospital stay in 2012. The patient received a second degree burn on the right arm from a camping accident. The patient had the following tests and immunizations: lumbar MRI, lumbar x-ray and emg of legs 2009. It was noted the patient does have a history of confusion and depression baseline. It was noted the patient did have an episode of psychosis when she had an infection and was in the hospital and on dilaudid. The patient has had problems with dilaudid in the past. The patient's blood pressure was 130/78 mm hg. The patient's radial pulse was 78 bpm. The patient's respiration was 18 (regular). (B)(6). The patient's social history included: cigarette use, marijuana use and caffeine use.

Event description:
Additional information was received from a healthcare provider stating the patient had a possible side effect that was treated on (B)(6) 2016. The patient had a medical history of depression and anxiety with other concomitant medication of neurontin and etodalac. The issue was considered not recovered/not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.